Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the r1 reagent syringe and the wash solution pump to resolve the issue. (B)(4).

Event description:
The customer reported low patient results on multiple analytes on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to and after the event.